Event description:
Breast augmentation was in progress using the straight electrode extender with the bovie tip. A skin burn was noted approx 1 inch near the incision line, approx. Midway down the shaft of the extender. The extender was removed and the surgery completed. The burned area was covered with steristrips from the incision by the surgeon.